Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the navigation interface unit (niu) was unplugged. The power cord was plugged in, and the issue resolved. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively, the system displayed "localizer not connected". The system was restarted four times without resolve. The site used a different navigation system to continue the case. There was no reported impact to patient outcome and there was no surgical delay.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Additional information/review determined that the cause of the event was traced to the user. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no patient involved with the case. The system was booted in the morning with no patient presence. It was noted that the cause of the issue was that the niu control box was unplugged. The sites biomed was made aware and it was noted that the boom had been moved and the control box unplugged. The site used another navigation system for the case that occurred that day.